Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had an error code message recorded. Functional testing included use testing. The pump was powered on and an error code was displayed. The pump was opened and it was found that the motor leads were partially inserted into the connector resulting in no operation of the motor. The motor connector was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the motor connector.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.